Event description:
The issue occurred in a primo, a bath system for assisted bathing, and it was reported from the customer; 'patient had just been removed from the bath, a large bang was heard and the bath tipped and a lot of water displaced onto the floor, bath taken out of action'. Ref # 9611530-2013-00051.